Manufacturer narrative:
Product complaint (B)(4). This is a duplicate report of 1818910-2018-56597.1818910-2018-56597 will be kept for investigation purposes.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had a metal on metal revision. There was a loss of bone of the greater trochanter. Patient was revised to a new poly and ts heads. Doi: unknown; dor: (B)(6) 2019; left hip.